Manufacturer narrative:
The reported issue that there was an unexpected volume of 4.6ml remaining in the syringe when the infusion completed was determined to be the result of user programming. The reported infusion in question was found having been performed on the date (B)(6) 2020 and not the date (B)(6) 2020. The log analysis found the potassium phosphate was infused from a bd 30ml syringe with a recorded volume at 21.0437ml; however the vtbi programmed was entered as 16.6ml and the infusion was recorded to have completed as programmed. The syringe and tubing were not returned for investigation. The inspection and testing process did not find any existing malfunctions and the functional accuracy of the syringe module was found to be within specifications. The root cause for the potassium phosphate having an unexpected remaining volume in the syringe is suspected to be programming related to a vtbi being less than the actual volume in the syringe. Based on the investigation outcome a device malfunction is not believed to have occurred. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 07/18/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/02/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pump was programmed to infuse a 16.67ml potassium phosphate bolus over four hours, however there was 4.6ml remaining in the syringe when the infusion was completed. There was no patient harm.